Event description:
A filter was placed on (B)(6) 2010 without incident. On (B)(6) 2010, the filter was observed to have been displaced and migrated. The (B)(4) is 22-24 mm in diameter. The pt was treated for thrombolysis due to extensive clot in ivc.

Manufacturer narrative:
The device is still in the pt and so not available for eval. No thorough investigation is possible. However, the film review performed by a manufacturer representative suggests that the filter was pushed or pulled and then damaged. It appears stable.